Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed and found dried blood/body fluid around the helix. Inspection of the lead body and electrode tip found no anomalies, two cuts in the outer insulation were noted, these were likely due to explant damage. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observation.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. No additional adverse patient effects were reported.